Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and could not replicate the reported issue. A full imaging system check-out was completed and all tests passed. The issue did not recur. Full system functionality was confirmed and the system was returned to service. No further issues reported.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system displayed a frame rate error, stating that image frame rates are below recommended levels. Another 2d image was taken and the issue was resolved. The procedure was completed successfully with medtronic imaging. The patient was not impacted. No additional details were provided.

Manufacturer narrative:
(B)(6).